Event description:
It was reported that a spectrum infusion pump would not recognize a closed door. Any pt injury or involvement is unk.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the reported "does not recognize a closed door." The eval found the lower mechanism hinge bushing to be loose, causing the door to bind and not latch, resulting in the reported symptom. The mechanism assembly was replaced to correct this condition.